Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('they come out in less than 2 weeks') and pelvic pain ('constant pain/ extreme pelvic pain/ severe and persistent') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not you use birth control or contraception at any time following your essure placement procedure". The patient's medical history included gravida ii, parity 2 (date of births: (B)(6) 2005 and (B)(6) 2006), pre-eclampsia, gestational diabetes, blood pressure high, diverticulitis, kidney stones, menses irregular, muscle weakness, abdominal pain, paratubal cyst, diverticulosis, hypertension, gerd, depression, knee operation, left lower quadrant pain, nausea, mood swings and vaginal delivery. Concurrent conditions included night sweats, environmental allergy, pruritus, rash, asthma, dysfunctional uterine bleeding, flank pain, dizziness, sweating, swelling nos, constipation, knee pain, knee swelling, joint pain and weight gain. Concomitant products included omeprazole (prilosec) since (B)(6) 2008 for acid reflux (oesophageal), lisinopril since october 2006 for blood pressure high, topiramate (topamax) since (B)(6) 2009 for migraine as well as colecalciferol (vitamin d3) and metoprolol succinate (toprol) since (B)(6) 2006. In 2006, the patient underwent knee operation ("left knee surgery"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menses"), the first episode of allergy to metals ("nickel allergy"), back pain ("chronic lower back pain (constant aching pain)"), rash ("rashes from waist down / broke out into rashes from the waist, down"), uterine enlargement ("enlarged uterus"), adenomyosis ("beginning stages of adenomyosis"), arthralgia ("chronic joint pain (all joints, constant)") and dysgeusia ("metal taste in mouth"). In (B)(6) 2013, the patient experienced anxiety ("anxiety/aggravated depression and aggravated anxiety "). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), the second episode of allergy to metals ("hypersensitivity reaction to nickel"), dyspareunia ("pain and bleeding with sexual intercourse"), coital bleeding ("bleeding with sexual intercourse"), migraine ("frequent migraines"), fatigue ("debilitating fatigue"), mental disorder ("aggravated any psychiatric and/or psychological condition"), pain in extremity ("legs pain"), headache ("headache"), bronchitis ("bronchitis"), adnexa uteri pain ("ovarian pain"), abdominal distension ("e belly"), menorrhagia ("2 weeks bleeding periods"), diverticulum ("diverticulosis"), abdominal pain ("get pains on my right side as well"), spinal osteoarthritis ("lower back and hip degenerative arthritis") and osteoarthritis ("lower back and hip degenerative arthritis") and was found to have weight increased ("3lb heavier than I was the day"). The patient was treated with antidepressants, ibuprofen, paroxetine hydrochloride (paxil) and surgery (laparoscopic assisted vaginal hysterectomy removing everything except ovaries). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic pain, knee operation, dysmenorrhoea, the last episode of allergy to metals, back pain, rash, uterine enlargement, adenomyosis, arthralgia, anxiety, fatigue, mental disorder, pain in extremity, headache, bronchitis, adnexa uteri pain, abdominal distension, menorrhagia, diverticulum, abdominal pain, spinal osteoarthritis, osteoarthritis and weight increased outcome was unknown and the dyspareunia, coital bleeding, dysgeusia and migraine had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, adnexa uteri pain, anxiety, arthralgia, back pain, bronchitis, coital bleeding, device expulsion, diverticulum, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, knee operation, menorrhagia, mental disorder, migraine, osteoarthritis, pain in extremity, pelvic pain, rash, spinal osteoarthritis, uterine enlargement, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure (ess205). The reporter commented: she did not retain the essure or any portion of it and did not return it to conceptus.was unsure if any parts of her coils still exist.she did not claim that essure worsened a previously existing injury/condition. She was not advised of any complications or problems that occurred at the time of her essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: study is limited by leakage of contrast at the level of the cervix. Definite flow of contrast through either fallopian tube is not identified.. Diagnostic results: on (B)(6) 2009: hysterosalpingogram with dye test, in late 2013 or early 2014 :she had a vaginal ultrasound to help determine placement of coils she had a vaginal ultrasound to help determine placement of coils in late 2013 or early 2014. (B)(6) 2009-hysterosalpingogram with dye test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received- new event 3lb heavier than I was the day was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain/ extreme pelvic pain/ severe and persistent') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not you use birth control or contraception at any time following your essure placement procedure". The patient's medical history included gravida ii, parity 2 (date of births: (B)(6) 2005 and (B)(6) 2006), pre-eclampsia, gestational diabetes, blood pressure high, diverticulitis, kidney stones, menses irregular, muscle weakness, abdominal pain, paratubal cyst, diverticulosis, hypertension, gerd, depression, knee operation, left lower quadrant pain, nausea, mood swings and vaginal delivery. Concurrent conditions included night sweats, environmental allergy, pruritus, rash, asthma, dysfunctional uterine bleeding, flank pain, dizziness, sweating, swelling nos, constipation, knee pain, knee swelling, joint pain and weight gain. Concomitant products included omeprazole (prilosec) since (B)(6) 2008 for acid reflux (oesophageal), lisinopril since (B)(6) 2006 for blood pressure high, topiramate (topamax) since (B)(6) 2009 for migraine as well as colecalciferol (vitamin d3) and metoprolol succinate (toprol) since (B)(6) 2006. In 2006, the patient underwent knee operation ("left knee surgery"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menses"), the first episode of allergy to metals ("nickel allergy"), back pain ("chronic lower back pain (constant aching pain)"), rash ("rashes from waist down / broke out into rashes from the waist, down"), uterine enlargement ("enlarged uterus"), adenomyosis ("beginning stages of adenomyosis"), arthralgia ("chronic joint pain (all joints, constant)") and dysgeusia ("metal taste in mouth"). In (B)(6) 2013, the patient experienced anxiety ("anxiety/aggravated depression and aggravated anxiety "). On an unknown date, the patient experienced the second episode of allergy to metals ("hypersensitivity reaction to nickel"), dyspareunia ("pain and bleeding with sexual intercourse"), coital bleeding ("bleeding with sexual intercourse"), migraine ("frequent migraines"), fatigue ("debilitating fatigue"), mental disorder ("aggravated any psychiatric and/or psychological condition"), pain in extremity ("legs pain"), headache ("headache"), bronchitis ("bronchitis"), adnexa uteri pain ("ovarian pain"), abdominal distension ("e belly"), menorrhagia ("2 weeks bleeding periods") and diverticulum ("diverticulosis"). The patient was treated with antidepressants, ibuprofen, paroxetine hydrochloride (paxil) and surgery (laparoscopic assisted vaginal hysterectomy removing everything except ovaries). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, knee operation, dysmenorrhoea, the last episode of allergy to metals, back pain, rash, uterine enlargement, adenomyosis, arthralgia, anxiety, fatigue, mental disorder, pain in extremity, headache, bronchitis, adnexa uteri pain, abdominal distension, menorrhagia and diverticulum outcome was unknown and the dyspareunia, coital bleeding, dysgeusia and migraine had resolved. The reporter considered abdominal distension, adenomyosis, adnexa uteri pain, anxiety, arthralgia, back pain, bronchitis, coital bleeding, diverticulum, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, knee operation, menorrhagia, mental disorder, migraine, pain in extremity, pelvic pain, rash, uterine enlargement, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure (ess205). The reporter commented: she did not retain the essure or any portion of it and did not return it to conceptus.was unsure if any parts of her coils still exist.she did not claim that essure worsened a previously existing injury/condition.she was not advised of any complications or problems that occurred at the time of her essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: study is limited by leakage of contrast at the level of the cervix. Definite flow of contrast through either fallopian tube is not identified.. Diagnostic results: on (B)(6) 2009: hysterosalpingogram with dye test, in late 2013 or early 2014 :she had a vaginal ultrasound to help determine placement of coils she had a vaginal ultrasound to help determine placement of coils in late 2013 or early 2014. (B)(6) 2009-hysterosalpingogram with dye test. Concerning the injuries reported in this case, the following ones were described in patient¿s social media records: legs pain,headache,bronchitis,ovarian pain,e belly,2 weeks bleeding periods,diverticulosis. Quality-safety evaluation of ptc: final assessment. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter's information added events: legs pain, headache, bronchitis ,ovarian pain,e belly,2 weeks bleeding periods,diverticulosis were addedfu 13 and 1 4processed together. On 20-mar-2020: social media received. Reporter's information added .fu 13 and 1 4processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('they come out in less than 2 weeks') and pelvic pain ('constant pain/ extreme pelvic pain/ severe and persistent') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not you use birth control or contraception at any time following your essure placement procedure". The patient's medical history included gravida ii, parity 2 (date of births: (B)(6) 2005 and (B)(6) 2006), pre-eclampsia, gestational diabetes, blood pressure high, diverticulitis, kidney stones, menses irregular, muscle weakness, abdominal pain, paratubal cyst, diverticulosis, hypertension, gerd, depression, knee operation, left lower quadrant pain, nausea, mood swings and vaginal delivery. Concurrent conditions included night sweats, environmental allergy, pruritus, rash, asthma, dysfunctional uterine bleeding, flank pain, dizziness, sweating, swelling nos, constipation, knee pain, knee swelling, joint pain and weight gain. Concomitant products included omeprazole (prilosec) since (B)(6) 2008 for acid reflux (oesophageal), lisinopril since (B)(6) 2006 for blood pressure high, topiramate (topamax) since (B)(6) 2009 for migraine as well as cholecalciferol (vitamin d3) and metoprolol succinate (toprol) since (B)(6) 2006. In 2006, the patient underwent knee operation ("left knee surgery"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menses"), the first episode of allergy to metals ("nickel allergy"), back pain ("chronic lower back pain (constant aching pain)"), rash ("rashes from waist down / broke out into rashes from the waist, down"), uterine enlargement ("enlarged uterus"), adenomyosis ("beginning stages of adenomyosis"), arthralgia ("chronic joint pain (all joints, constant)") and dysgeusia ("metal taste in mouth"). In (B)(6) 2013, the patient experienced anxiety ("anxiety/aggravated depression and aggravated anxiety "). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), the second episode of allergy to metals ("hypersensitivity reaction to nickel"), dyspareunia ("pain and bleeding with sexual intercourse"), coital bleeding ("bleeding with sexual intercourse"), migraine ("frequent migraines"), fatigue ("debilitating fatigue"), mental disorder ("aggravated any psychiatric and/or psychological condition"), pain in extremity ("legs pain"), headache ("headache"), bronchitis ("bronchitis"), adnexa uteri pain ("ovarian pain"), abdominal distension ("e belly"), menorrhagia ("2 weeks bleeding periods"), diverticulum ("diverticulosis") and abdominal pain ("get pains on my right side as well"). The patient was treated with antidepressants, ibuprofen, paroxetine hydrochloride (paxil) and surgery (laparoscopic assisted vaginal hysterectomy removing everything except ovaries). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic pain, knee operation, dysmenorrhoea, the last episode of allergy to metals, back pain, rash, uterine enlargement, adenomyosis, arthralgia, anxiety, fatigue, mental disorder, pain in extremity, headache, bronchitis, adnexa uteri pain, abdominal distension, menorrhagia, diverticulum and abdominal pain outcome was unknown and the dyspareunia, coital bleeding, dysgeusia and migraine had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, adnexa uteri pain, anxiety, arthralgia, back pain, bronchitis, coital bleeding, device expulsion, diverticulum, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, knee operation, menorrhagia, mental disorder, migraine, pain in extremity, pelvic pain, rash, uterine enlargement, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure (ess205). The reporter commented: she did not retain the essure or any portion of it and did not return it to conceptus.was unsure if any parts of her coils still exist.she did not claim that essure worsened a previously existing injury/condition.she was not advised of any complications or problems that occurred at the time of her essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: study is limited by leakage of contrast at the level of the cervix. Definite flow of contrast through either fallopian tube is not identified. Diagnostic results: on (B)(6) 2009: hysterosalpingogram with dye test, in late 2013 or early 2014 : she had a vaginal ultrasound to help determine placement of coils. She had a vaginal ultrasound to help determine placement of coils in late 2013 or early 2014. (B)(6) 2009-hysterosalpingogram with dye test. Concerning the injuries reported in this case, the following ones were described in patient¿s social media records: legs pain, headache, bronchitis, ovarian pain, e belly, 2 weeks bleeding periods, diverticulosis, abdominal pain, and device expulsion. Quality-safety evaluation of ptc: final assessment. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment. This ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Amendment: the report was amended for the following reason: this is a retention case. All the information from deletion case-(B)(4) (duplicate) and deletion case-(B)(4) (duplicate) including references has been transferred to this case. New event get pains on my right side as well and they come out in less than 2 weeks were added. Reporter information was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('they come out in less than 2 weeks') and pelvic pain ('constant pain/ extreme pelvic pain/ severe and persistent') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not you use birth control or contraception at any time following your essure placement procedure". The patient's medical history included gravida ii, parity 2 (date of births: (B)(6) 2005 and (B)(6) 2006), pre-eclampsia, gestational diabetes, blood pressure high, diverticulitis, kidney stones, menses irregular, muscle weakness, abdominal pain, paratubal cyst, diverticulosis, hypertension, gerd, depression, knee operation, left lower quadrant pain, nausea, mood swings and vaginal delivery. Concurrent conditions included night sweats, environmental allergy, pruritus, rash, asthma, dysfunctional uterine bleeding, flank pain, dizziness, sweating, swelling nos, constipation, knee pain, knee swelling, joint pain and weight gain. Concomitant products included omeprazole (prilosec) since (B)(6) 2008 for acid reflux (oesophageal), lisinopril since (B)(6) 2006 for blood pressure high, topiramate (topamax) since (B)(6) 2009 for migraine as well as cholecalciferol (vitamin d3) and metoprolol succinate (toprol) since (B)(6) 2006. In 2006, the patient underwent knee operation ("left knee surgery"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menses"), the first episode of allergy to metals ("nickel allergy"), back pain ("chronic lower back pain (constant aching pain)"), rash ("rashes from waist down / broke out into rashes from the waist, down"), uterine enlargement ("enlarged uterus"), adenomyosis ("beginning stages of adenomyosis"), arthralgia ("chronic joint pain (all joints, constant)") and dysgeusia ("metal taste in mouth"). In (B)(6) 2013, the patient experienced anxiety ("anxiety/aggravated depression and aggravated anxiety "). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), the second episode of allergy to metals ("hypersensitivity reaction to nickel"), dyspareunia ("pain and bleeding with sexual intercourse"), coital bleeding ("bleeding with sexual intercourse"), migraine ("frequent migraines"), fatigue ("debilitating fatigue"), mental disorder ("aggravated any psychiatric and/or psychological condition"), pain in extremity ("legs pain"), headache ("headache"), bronchitis ("bronchitis"), adnexa uteri pain ("ovarian pain"), abdominal distension ("e belly"), menorrhagia ("2 weeks bleeding periods"), diverticulum ("diverticulosis") and abdominal pain ("get pains on my right side as well"). The patient was treated with antidepressants, ibuprofen, paroxetine hydrochloride (paxil) and surgery (laparoscopic assisted vaginal hysterectomy removing everything except ovaries). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic pain, knee operation, dysmenorrhoea, the last episode of allergy to metals, back pain, rash, uterine enlargement, adenomyosis, arthralgia, anxiety, fatigue, mental disorder, pain in extremity, headache, bronchitis, adnexa uteri pain, abdominal distension, menorrhagia, diverticulum and abdominal pain outcome was unknown and the dyspareunia, coital bleeding, dysgeusia and migraine had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, adnexa uteri pain, anxiety, arthralgia, back pain, bronchitis, coital bleeding, device expulsion, diverticulum, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, knee operation, menorrhagia, mental disorder, migraine, pain in extremity, pelvic pain, rash, uterine enlargement, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure (ess205). The reporter commented: she did not retain the essure or any portion of it and did not return it to conceptus.was unsure if any parts of her coils still exist.she did not claim that essure worsened a previously existing injury/condition.she was not advised of any complications or problems that occurred at the time of her essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: study is limited by leakage of contrast at the level of the cervix. Definite flow of contrast through either fallopian tube is not identified.. Diagnostic results: on (B)(6) 2009: hysterosalpingogram with dye test, in late 2013 or early 2014 :she had a vaginal ultrasound to help determine placement of coils she had a vaginal ultrasound to help determine placement of coils in late 2013 or early 2014. (B)(6) 2009-hysterosalpingogram with dye test. Concerning the injuries reported in this case, the following ones were described in patient¿s social media records: legs pain,headache,bronchitis,ovarian pain,e belly,2 weeks bleeding periods,diverticulosis, abdominal pain and device expulsion. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 20-mar-2020: all information related to reporters, source documents and reference section from deleted case: 2015-005275 was added to this case. Social media received. Reporter added. On 20-mar-2020: social media content received : reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('they come out in less than 2 weeks') and pelvic pain ('constant pain/ extreme pelvic pain/ severe and persistent') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not you use birth control or contraception at any time following your essure placement procedure". The patient's medical history included gravida ii, parity 2 (date of births: (B)(6) 2005 and (B)(6)2006), pre-eclampsia, gestational diabetes, blood pressure high, diverticulitis, kidney stones, menses irregular, muscle weakness, abdominal pain, paratubal cyst, diverticulosis, hypertension, gerd, depression, knee operation, left lower quadrant pain, nausea, mood swings and vaginal delivery. Concurrent conditions included night sweats, environmental allergy, pruritus, rash, asthma, dysfunctional uterine bleeding, flank pain, dizziness, sweating, swelling nos, constipation, knee pain, knee swelling, joint pain and weight gain. Concomitant products included omeprazole (prilosec) since january 2008 for acid reflux (oesophageal), lisinopril since october 2006 for blood pressure high, topiramate (topamax) since september 2009 for migraine as well as cholecalciferol (vitamin d3) and metoprolol succinate (toprol) since october 2006. In 2006, the patient underwent knee operation ("left knee surgery"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menses"), the first episode of allergy to metals ("nickel allergy"), back pain ("chronic lower back pain (constant aching pain)"), rash ("rashes from waist down / broke out into rashes from the waist, down"), uterine enlargement ("enlarged uterus"), adenomyosis ("beginning stages of adenomyosis"), arthralgia ("chronic joint pain (all joints, constant)") and dysgeusia ("metal taste in mouth"). In october 2013, the patient experienced anxiety ("anxiety/aggravated depression and aggravated anxiety "). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), the second episode of allergy to metals ("hypersensitivity reaction to nickel"), dyspareunia ("pain and bleeding with sexual intercourse"), coital bleeding ("bleeding with sexual intercourse"), migraine ("frequent migraines"), fatigue ("debilitating fatigue"), mental disorder ("aggravated any psychiatric and/or psychological condition"), pain in extremity ("legs pain"), headache ("headache"), bronchitis ("bronchitis"), adnexa uteri pain ("ovarian pain"), abdominal distension ("e belly"), menorrhagia ("2 weeks bleeding periods"), diverticulum ("diverticulosis"), abdominal pain ("get pains on my right side as well"), spinal osteoarthritis ("lower back and hip degenerative arthritis") and osteoarthritis ("lower back and hip degenerative arthritis"). The patient was treated with antidepressants, ibuprofen, paroxetine hydrochloride (paxil) and surgery (laparoscopic assisted vaginal hysterectomy removing everything except ovaries). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic pain, knee operation, dysmenorrhoea, the last episode of allergy to metals, back pain, rash, uterine enlargement, adenomyosis, arthralgia, anxiety, fatigue, mental disorder, pain in extremity, headache, bronchitis, adnexa uteri pain, abdominal distension, menorrhagia, diverticulum, abdominal pain, spinal osteoarthritis and osteoarthritis outcome was unknown and the dyspareunia, coital bleeding, dysgeusia and migraine had resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, adnexa uteri pain, anxiety, arthralgia, back pain, bronchitis, coital bleeding, device expulsion, diverticulum, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, knee operation, menorrhagia, mental disorder, migraine, osteoarthritis, pain in extremity, pelvic pain, rash, spinal osteoarthritis, uterine enlargement, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure (ess205). The reporter commented: she did not retain the essure or any portion of it and did not return it to conceptus. Was unsure if any parts of her coils still exist. She did not claim that essure worsened a previously existing injury/condition. She was not advised of any complications or problems that occurred at the time of her essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: study is limited by leakage of contrast at the level of the cervix. Definite flow of contrast through either fallopian tube is not identified.. Diagnostic results: on apr-2009: hysterosalpingogram with dye test, in late 2013 or early 2014 :she had a vaginal ultrasound to help determine placement of coils she had a vaginal ultrasound to help determine placement of coils in late 2013 or early 2014. Apr2009-hysterosalpingogram with dye test. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc ,fu-up 19,20 and 21 processed together on (B)(6) 2020: social media : new reporter and event lower back and hip degenerative arthritis added fu-19,20 and 21 processed together on (B)(6) 2020: social media : new reporter and event lower back and hip degenerative arthritis added fu-19,20 and 21 processed together on (B)(6) 2020: social media received. Reporter's information added. On (B)(6) 2020: live fu process- social media received. Reporter's information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain/ extreme pelvic pain/ severe and persistent") and knee operation ("left knee surgery") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (date of births: ((B)(6) 2005 and ((B)(6) 2006), pre-eclampsia, gestational diabetes, blood pressure high, diverticulitis and kidney stones. Concomitant products included omeprazole (prilosec) in ((B)(6) 2008 for acid reflux (oesophageal), lisinopril in ((B)(6) 2006 for blood pressure high, topiramate (topamax) in ((B)(6) 2009 for migraine as well as cholecalciferol (vitamin d3) and metoprolol succinate (toprol) in ((B)(6) 2006. In 2006, the patient underwent knee operation (seriousness criterion medically significant). On ((B)(6) 2006, the patient had essure (ess205) inserted. In ((B)(6) 2009, the patient experienced back pain ("chronic lower back pain (constant aching pain)"). In ((B)(6) 2012, the patient experienced arthralgia ("chronic joint pain (all joints, constant)"). In 2012, the patient experienced rash ("rashes from waist down / broke out into rashes from the waist, down"). In october 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), treatment noncompliance ("she did not you use birth control or contraception at any time following your essure placement procedure"), dysmenorrhoea ("painful menses"), hypersensitivity ("hypersensitivity reaction to nickel"), allergy to metals ("nickel allergy"), dyspareunia ("pain and bleeding with sexual intercourse"), coital bleeding ("bleeding with sexual intercourse"), uterine enlargement ("enlarged uterus "), adenomyosis ("beginning stages of adenomyosis"), dysgeusia ("metal taste in mouth"), migraine ("frequent migraines") and fatigue ("debilitating fatigue"). The patient was treated with ibuprofen, paroxetine hydrochloride (paxil), antidepressants and surgery (laparoscopic assisted vaginal hysterectomy removing everything except ovaries). Essure (ess205) was removed on ((B)(6) 2014. At the time of the report, the pelvic pain, knee operation, treatment noncompliance, dysmenorrhoea, hypersensitivity, allergy to metals, back pain, rash, uterine enlargement, adenomyosis, depression, arthralgia, anxiety and fatigue outcome was unknown and the dyspareunia, coital bleeding, dysgeusia and migraine had resolved. The reporter considered adenomyosis, allergy to metals, anxiety, arthralgia, back pain, coital bleeding, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, knee operation, migraine, pelvic pain, rash, treatment noncompliance and uterine enlargement to be related to essure (ess205). The reporter commented: she did not retain the essure or any portion of it and did not return it to conceptus. Was unsure if any parts of her coils still exist. She did not claim that essure worsened a previously existing injury/condition. She was not advised of any complications or problems that occurred at the time of her essure placement procedure. Diagnostic results: on ((B)(6) 2009: hysterosalpingogram with dye test, in late 2013 or early 2014 :she had a vaginal ultrasound to help determine placement of coils quality-safety evaluation of ptc: final assessment. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment. This ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on ((B)(6) 2017: events ¿adenomyosis, allergy to metals, anxiety, arthralgia, back pain, coital bleeding, depression, dysgeusia, dysmenorrhoea, dyspareunia, , hypersensitivity, knee operation, migraine, pelvic pain, rash, treatment noncompliance and uterine enlargement added. Historical drug and condition added. Concomitant conditions and drug added. Lab data added. Patient and reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, ((B)(4) to bayer pharma ((B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.